Manufacturer narrative:
All information reasonably known as of 18 june 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
Confirmed inflating tube was disconnected. Description of complaint intubated for surgery on may 4 and admitted directly to hcu.the tracheal tube was fixed with a bite block and fixture, and an automatic cuff pressure gauge was also attached.on may 13, a cuff pressure alarm went off in the hcu, and the staff responded to the alarm , after which staff observed a pilot balloon falling onto the bed. We confirmed that the inflating tube had been disconnected. The area where uv glue was applied was within 1 cm of the tip.could this be due to inadequate adhesion because the infrating tube was barely inserted during manufacturing?what is your company's opinion?

Event description:
Confirmed inflating tube was disconnected. Description of complaint intubated for surgery on may 4 and admitted directly to hcu. The tracheal tube was fixed with a bite block and fixture, and an automatic cuff pressure gauge was also attached. On may 13, a cuff pressure alarm went off in the hcu, and the staff responded to the alarm , after which staff observed a pilot balloon falling onto the bed. We confirmed that the inflating tube had been disconnected. The area where uv glue was applied was within 1 cm of the tip. Could this be due to inadequate adhesion because the infrating tube was barely inserted during manufacturing?what is your company's opinion?

Manufacturer narrative:
All information reasonably known as of 18 june 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury. The complaint reported "confirmed inflating tube was disconnected." The complaint investigation was performed based on the content of the issue reported. Based on the complaint report, the issue was discovered before use upon inspection and no impact or harm to patient was reported. The product was not returned. The customer provided evidence that substantiates the complaint. The complaint was confirmed. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the first (1) complaint reported for part number I-pfhv-70 for disconnected tubing. There were eleven (11) complaints reported for part number I-pfhv-70 during the same timeframe for other failure modes. We will continue to monitor trends during our periodic complaint review meetings.